Event description:
Patient underwent cataract surgery on 05/13/1997, and implantation of a staar model aa-4203vf intraocular lens. Sixteen months postop the surgeon removed the lens due to inflammation and increased pressure. The surgeon stated on the adverse reaction forms that he felt this event was due to the staar lens because of the bleeding, the lens was irritating the iris. He exchanged the staar lens with an anterior chamber lens. Prognosis is good. The lens was returned to staar for evaluation and found to have no defects noted.